Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 405180, batch number#: 4211030. Verbatim#: a doctor was using bd needles, ref# 405180, and found the needles to be clogged. She tried several and they did not work and checked the syringes which were ok. The faulty ones were in lot # 4211030. We have 21 unopened needles from one opened box. We have 6 more boxes of 25 unopened of that same lot number. No patient harm.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.